Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 428mg/dl. The customers blood glucose level at the time of incidence was 383mg/dl. The customer was not hospitalized due to high blood glucose value. Troubleshooting was done. The insulin pump will not be returned for analysis. Frn-reservoir; uno medical infusion set.